Event description:
The issue involves cerner careaware multimedia and affects users that utilize the (camm) archive for the acquisition, archival and retrieval of digital medical images and studies. In cerner careaware multimedia (camm) archive, there is potential for the viewer to not display all of the images from a series/study. Pt care could be adversely affected, as clinician's findings may be inaccurate or incomplete. This issue could result in serious injury or pt care delay. Cerner has not received communication on any adverse pt events as a result of this issue.

Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(4), 2009, to all potentially impacted client sites. The software notification includes a description of the issue and a software modification is being developed to address the issue for all sites that could be potentially impacted. Cerner corp will provide a f/u report when the software modification is available.